Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and found needle separated and retracted from sensor base and checked needle for burrs/hooks and dull needle tip and found introducer needle bent inside needle hub causing needle hard to remove from sensor. Unable to confirm packaging anomaly due to customer returned sensor opened/used. In summary, the customer complaint for sensor damaged was confirmed. The customer complaint of packaging anomaly could not be confirmed due to sensor being opened/used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor damage, sterility anomaly. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The packaging was reported as not sealed properly, misshaped, or sterile packaging not intact. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.